Event description:
It was reported the patient presented with a painful total knee. It was determined that her knee was unstable and the components were loose. Upon dissecting down to the knee, it was discovered the femur was loose. Femur was revised. Tibia and articular surface were revised as a best practice.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(not reported). 42532006702 persona tibia cemented 5 degree stemmed right size d lot# unk. 42522400512 persona articular surface fixed bearing posterior stabilized (ps) right 12 mm height lot# unk.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. No compatibility issues were noted. Medical records were not provided. This complaint was not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.